Manufacturer narrative:
(B)(4). Correction to results code: visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the attempted to implant a cc4204a single-piece collamer lens, +20.5 diopter, on (B)(6) 2016. The reporter stated that the lens would not advance. The surgeon did not use the lens.